Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and feedback from the field. Correction to b5, g2 user facility and distributor, of the initial medwatch. The information was inadvertently left out. A follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. There was no delay in the start of precleaning. It was indicated the customer flushed the air/water nozzle with water and air. No abnormalities in the accessories used for reprocessing. The device was wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flush the air/water nozzle / channel with the detergent solution. Facility did not note any comments or concerns regarding reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: instructions, operation manual for sif-q260 chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for sif-q260 chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during an unspecified event.

Manufacturer narrative:
E1:(B)(6). The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found foreign objects in the nozzle due to insufficient cleaning, the connecting tube had a buckling, part of the insertion tube was caught, and pinched-the insertion tube became deformed. The bending angle in the up direction did not meet the standard value due to wear of angle wire. The adhesive on a-rubber(bending section cover) had a chip and a crack due to physical stress. The adhesive on a-rubber had a white-clouded area. The connecting tube had a scratch and a wrinkle. The resin became cracked due to chemical stress applied during the cleaned, disinfected, sterilized process. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the evis lucera small intestinal videoscope boot had a scratch. The issue was found during [event]. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign objects in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.